Manufacturer narrative:
Ge healthcare technical support recommended replacement of the inspiration proportional valve if bootup time exceeded 90 seconds. No report of patient involvement.

Event description:
The hospital reported that there was an issue when switching from volume to pressure vent mode with hardware ad error and inspiratory off error. There was no reported patient involvement.